Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation and requiring a second mitraclip procedure. It was reported that on (B)(6) 2015, the patient, with functional mitral regurgitation with pre-existing posterior leaflet flail, underwent a procedure with implantation of one mitraclip, reducing the mitral regurgitation (mr) grade from 2-3 to 1. No difficulties were noted visualizing the clip during the procedure and leaflet assessment was confirmed. On (B)(6) 2015, 3 days post mitraclip procedure, discharge transesophageal echocardiogram (tee) noted clip detachment from the posterior leaflet and the mr increased. The patient remained hospitalized. On (B)(6) 2015, a 2nd mitraclip procedure was performed with implantation of 2 additional clips, one clip medial and one clip lateral to the initial clip. The detached clip was stabilized and the mr grade was reduced from 3 to 1. No additional information was provided.

Event description:
Additional information received indicates that during the first mitraclip procedure, difficulty was noted grasping the mitral valve leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint-handling database identified no other incidents reported for incomplete coaptation/single leaflet device attachment (slda) and/or failure to adhere or bond from this lot potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the patient had pre-existing flail on the posterior leaflet, and difficulty was experienced grasping the leaflets during the procedure. Therefore, the leaflet flail likely contributed to the difficulty grasping of the leaflets and the slda. Based on the information reviewed, the reported difficulty grasping the leaflets and slda appear to be related to patient conditions and not a product quality issue. It was further reported that the mitral regurgitation (mr) was also observed to have increased. The increased mr was likely due to the slda of the implanted clip. The reported patient effect of mr (worsening), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.